Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ise indirect na gen.2 (sodium) on a c501 analyzer. The sample initially resulted as 118 mmol/l accompanied by a data flag. The sample was then automatically repeated by the analyzer, resulting as 133 mmol/l. The 133 mmol/l value was reported outside of the laboratory. The customer noticed that the patient previously had a sodium result that was around 120 mmol/l, so they repeated the sample. The sample was repeated, resulting as 121 mmol/l. The initial value of 118 mmol/l and the repeat value of 121 mmol/l were believed to be correct. The patient was not adversely affected. The sodium electrode lot number was s03. The electrode expiration date was asked for, but not provided. The customer stated that tubing was replaced on the analyzer on (B)(6) 2016 due to leak from the water bath circulation pump. The field service representative could not determine a cause. As a precautionary measure, he performed a check test on the analyzer. The check test was within specifications. A specific root cause could not be determined based on the provided information. Upon review of the data, no malfunction of the system could be seen. It is possible that there was contamination of the reaction cell by naoh (sodium hydroxide).